Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Evaluated at 3rd party service center.

Event description:
The manufacturer received information alleging a ventilator's screen malfunctioned. There was no harm or injury reported. The ventilator was sent to a third party service center for evaluation. During the evaluation of the device at a third party service center, the customers complaint was confirmed. The device's lcd was replaced to address the issue.